Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a aaa on the 8th of aug 2018. It was reported that a diagnostic angiogram of the limb etlw1616c124ee was carried out in 2021 and there was no evidence of any endoleak at that time.  It was reported that a type iii endoleak had been noted on a CT angiogram on the 16th of dec 2022. The patient underwent intervention on the 23rd of jan 23 where the stent graft was relined. An angiogram identified loss of proximal landing zone in the endurant bifurcate and during the same intervention endoanchors were implanted to prevent a type ia endoleak. The cause of the loss of seal is undetermined. The type iii endoleak was suspected to be due to material fatigue and the physician noted the endoanchors did not cause the reported material defect. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that there was no endoleak observed post-index procedure. The endoanchors were implanted due to changes in the aortic neck, which had shortened and need to be secured. There were no issues during the implantation the endoanchors. Film evaluation summary: the anatomical changes that led to the implant of the endoanchors could not be confirmed on the films provided. The anatomy at implant is unknown and earlier post-implant CT's were not provided for comparison of the stent graft in-vivo configuration over time. Analysis of the returned film did not reveal any stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.